Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and potential loss of capture (loc) five days post implant. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.